Manufacturer narrative:
Continuation of d10: concomitant product information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0908: applicable to the alleged deviation. A05: applicable to the surgeon having a difficult time putting in the pedicle access kit (pak) needle due to potential skiving. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that during a two stage cervical/lumbar case, while the site was doing the lumbar part of the minimally invasive spine (mis) case, the guidewire, for the pedicle access kit (pak) needle, lined up with the endplate at a sloped angle and this caused the screw to go into the disc space which was accurate to the surgeon's plan. The surgeon pulled out the screw and replaced it accurately in the pedicle. The surgeon had a difficult time putting in pak needle due to potential skiving. There was a less than one-hour delay to the procedure, and there was no impact on patient outcome.

Manufacturer narrative:
H2) the following information should have been included in the initial regulatory report submitted for this product event in section b5: "alleged deviation. Everything was accurate to the plan, the field representative (rep) documented a deviation due to the surgeon, not the navigation." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section b5. For the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The surgeon made a plan that was not ideal. Navigation was accurate to the surgeon's plan. The surgeon changed the plan and liked the results.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. H6: additional review indicated codes b17 and c20 are no longer applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.